Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The patient presented with stable angina and was referred for cardiac catheterization. The index procedure treated the 90% stenosed, 3.5x20mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation and the placement of a 3.5x32mm taxus liberte study stent resulting in 0% residual stenosis. A forte guide wire was used in the index procedure but could not cross the lesion. A different guide wire was used successfully. A stenosis was revealed in the obtuse marginal branch at the index procedure, but it was noted it would not be treated unless angina continued. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, at an office visit the patient complained of chest tightness and shortness of breath. In (B)(6) 2010, a reintervention procedure placed a drug eluting stent in the 2nd obtuse marginal branch and post dilated. The rca was re-examined which revealed an 80% in stent restenosis in the mid segment of the study stent. Treatment utilized angioplasty with two non complaint balloons resulting in 0% residual stenosis and excellent post angioplasty flow. The patient was discharged the next day. Per the physician, the chest pain event was listed as "related" to the study stent.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).